Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarm. The customer's blood glucose was unknown. The customer stated that they were able to clear the alarm. Active insulin updating occurs if the insulin pump has recently been turned on for the first time, a pump error occurred, settings were cleared, or has been suspended for more than 4 hours. The troubleshooting was not performed for the insulin pump error alarm. The product will not be returned for analysis.